Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated:b4, b5, d2, g3, g6, h1, h2, h6, h11. Reported event was confirmed by review of medical records. Review of the available records identified the following: right shoulder surgery retained foreign body - indication for surgery: surgical counts confirmed correct however x-ray in recovery showed a retained metallic foreign object, this was confirmed on CT. Unable to directly visualize metallic object after multiple attempts with fluoroscopy, subscapularis repair taken down. Metal object visualized under fluoroscopy at the bone, humeral head interface. Small metal object removed from wound bed and confirmed under fluoroscopy. Subscapularis repaired, incision closed in layers, wound irrigated; patient to recovery. No intraoperative complication reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the internal mechanism of the alliance glenoid sizer handle unknowingly broke. The patient underwent an additional surgery the same day to remove the foreign body retained inside the patient's body. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, b6, d2, g3, g6, h1, h2, h3, h6, h11. Reported event was confirmed by review of pictures. Visual examination of the provided picture identified the plunger has fractured. Device is used for treatment. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.